Event description:
The nurse reported on 02/18/2021 that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No logs collected by the customer for this date as the biomed was not notified by the staff. Nihon kohden technical support (tech support) discussed the importance of capturing detailed complaint details so that we can investigate what is happening. The biomed stated that the staff is not always notifying them when issues happen and cannot guarantee that logs will be collected for each issue that is being reported. They continued to experience dropouts and not all logs were provided. On (B)(6) 2019, the customer mentioned that are at least three cns-6201a unit with (B)(6), (B)(6), and (B)(6)that are experiencing this issue. One of the events occurred at 10:54am on (B)(6) 2021. On (B)(6), the customer stated that there was continuing waveform outage, and there was a significant loss between 8:08am and 8:25am on the same day as well. No patient harm was reported. Customer provided logs for on the following dates. (B)(6) cns-6201a (B)(6) logs collected (B)(6) cns-6201a (B)(6) logs collected , (B)(6) cns-6201a (B)(6) logs collected , (B)(6) cns-6201a (B)(6) logs collected, (B)(6) unknown cns logs collected, (B)(6) cns-6201a (B)(6) logs collected , (B)(6) cns-6201a (B)(6) logs collected.

Manufacturer narrative:
The nurse reported on 02/18/2021 that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No logs collected by the customer for this date as the biomed was not notified by the staff. Nihon kohden technical support (tech support) discussed the importance of capturing detailed complaint details so that we can investigate what is happening. The biomed stated that the staff is not always notifying them when issues happen and cannot guarantee that logs will be collected for each issue that is being reported. They continued to experience dropouts and not all logs were provided. On 02/19, the customer mentioned that are at least three cns-6201a unit with (B)(6), (B)(6), and (B)(6), that are experiencing this issue. One of the events occurred at 10:54am on (B)(6) 2021. On (B)(6)2022, the customer stated that there was continuing waveform outage, and there was a significant loss between 8:08am and 8:25am on the same day as well. No patient harm was reported. Customer provided logs for on the following dates. (B)(6) 2018 cns-6201a (B)(6) logs collected , (B)(6) 2023 cns-6201a (B)(6) logs collected , (B)(6) cns-6201a (B)(6) logs collected ,(B)(6) cns-6201a (B)(6) logs collected, (B)(6) unknown cns logs collected, (B)(6) cns-6201a (B)(6) logs collected , (B)(6) cns-6201a (B)(6) logs collected . Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Telemetry transmitter . Model: ni. Sn: ni.

Event description:
The nurse reported that on (B)(6) 2021 the central nurse's station (cns) was experiencing waveform dropouts that were up to 10 seconds at a time, and the alarm system was not alarming appropriately. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that on (B)(6) 2021 the central nurse's station (cns) was experiencing waveform dropouts that were up to 10 seconds at a time, and the alarm system was not alarming appropriately. No patient harm was reported. Investigation summary: as no devices were returned for evaluation or device logs analyzed relating to this event, the reported issue could not be duplicated nor confirmed to be caused by a device failure. As such, a root cause cannot be determined. On-site support was sent to the customer for multiple to attempts to resolve the issue. A serial number review reveals an additional complaint relating to intermittent signal loss in which the cause was found to be due to a third-party network provider. Site wide intermittent signal loss is unlikely to be caused by a device malfunction. It is more likely in this case that cause would be related to environmental factors. Signal loss is an error message notifying the user of a loss of network communication between the monitoring devices and the cns. Possible causes of a communication error message on a device could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss/signal loss may also occur due to issues with the customer's network environment. Network access point overload may cause unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. For transmitters, if they are assigned to adjacent channels of the network, there could be radio wave interference which may cause signal loss. Other devices in the hospital facility may also cause interference which could cause signal loss. Communication loss/signal loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown.[?]the error message could be easily detected by the user, and they would be able to perform necessary monitoring adjustments which mitigates the issue. For wireless zm telemetry transmitters connected to the bedside monitor, a "signal loss" message is displayed rather than "communication loss" if the issue occurs between the org receiver and the zm transmitter. However, communication loss with the org receiver device would trigger a "communication loss" message for up to 8 connected zm transmitters. Other related events that may cause the issue are accidentally turning off the device, and accidentally unplugging the network cable of the monitored device or user error. Signal loss may also occur due to issues with the customer's network environment. Network access point overload may cause unstable network connection and may cause devices to randomly drop connection. For transmitters, if they are assigned to adjacent channels of the network, there could be radio wave interference which may cause signal loss. Other devices in the hospital facility may also cause interference which could cause signal loss. Signal loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. Complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter: model: ni. Sn: ni.

Manufacturer narrative:
The nurse reported that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/23/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 02/23/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Telemetry transmitter.

Event description:
The nurse reported that they are experiencing dropouts / waveform outages that are up to 10 seconds, and the alarm system is not alarming as set on the central nurse's station (cns). No patient harm was reported.